Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the balloon of 6f/7f mynxgrip vascular closure device (vcd) burst whilst deployed. There was no reported patient injury. The device will not be retuned due to covid restrictions and no access to hospital.

Manufacturer narrative:
As reported, during use, the balloon of 6f/7f mynxgrip vascular closure device (vcd) burst while deployed. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f1914404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.